Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This part is not approved for use in the united states; however a like device catalog # c01a, 510k #k041584 and UDI # (B)(4) was cleared in the united states. 2953769-2018-00031. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: primary osteoporosis it was reported that intra-op, bone cement solidified during injection and it could not be used. A new product was used. The product came in contact with the patient. No patient symptoms or complication were reported as a result of this event.